Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 20 compared to the lab's 147 mg/dl. Tests were done within 10 minutes. Pt ate food and drank beverage following use of meter. No further info has been reported.